Event description:
A report rec'd from another country's device registry alleges revision for osteoarthritis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.